Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a drop in pacing impedances from 600 to <200 ohms. There was allegation of possible lead dislodgement. Technical services discussed other possible issues, as this lead had been implanted for over ten years. No adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and the device was explanted for normal battery depletion. A request was made for the return of this product. Should additional information become available, this event will be updated.